Event description:
It was reported that the patient line of an unspecified quantity of homechoice cassettes were unable to be disconnected from the female connector of the transfer set. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: this occurred on unspecified dates "over the past few months". E1: initial reporter address: (B)(6). E1: additional initial reporter phone no. Is (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.